Event description:
Information as it was reported to ams indicates that the customer experienced a system malfunction during a procedure ¿very low power¿. The procedure was completed with an alternative laser. There was no harm to the patient indicated.